Manufacturer narrative:
A review of the mfg. Lot build database for the reported 011-0j725-01 lot# 3352146 (mfg. 11/2016) showed (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used 011-0j725-01 mtg. Kit "partial segment" and one packaged 011-0j725-01 mtg. Kit, lot# 3352146. Visual analysis (pre and post decontamination) of the "as received" 011-0j725-01 segment consisting of a 70" tubing and a (unattached) red luer connector. The reported product issue - component separation was visually confirmed. The one (1) packaged 011-0j725-01 mtg. Kit device was manufactured / correctly configured with no visible anomalies and or component damages. Visual evaluation of the affected components documents the separated tubing showed complete, adequate solvent ring dimensional analysis of the affected partial 011-0j725-01 components recorded no dimensional nonconformance, the components met the applicable dimensional (ID; od luer pocket ID) specification criteria. Engineering testing and analysis: the returned same lot packaged 011-0j725-01 mtg. Kit device/connections were evaluated and tested to the applicable pull test specifications. The results recorded the same lot sample unit met the acceptance criteria. Additional analysis: the 011-0j725-01 mtg. Kits bonded connections were also pull tested to failure. The results recorded the mtg. Kit bonded connections exceeded the acceptance specification. The report also showed the tubing components had full and adequate solvent rings. The 011-0j725-01 monitoring kit is operated and used by trained clinical professionals in set-ups with alarmed and or monitoring equipment. The involved 011-0j725-01 mtg. Kit was pretested/primed prior to placement with no issues detected at that time. Although requested, it is unknown how long the device was in use. It is also unknown whether any unintended forces may have occurred during use such as patient transport, repositioning etc. That may have caused or contributed to the component separation. Although the exact cause(s) of the involved 011-0j725-01 mtg. Kit component separation is unknown, the most likely cause of the component separation appears to be attributable to usage condition where unintended forces may have occurred. Findings: engineering analysis of the involved as-received partial 011-0j725-01 segment visually confirmed the reported component separation. Analysis of the segment components identified no apparent manufacturing related root causes. Engineering testing and analysis of the returned 011-0j725-01 packaged same lot sample recorded no performance and or out of spec conditions.

Event description:
Int'l. ((B)(6)) agency report received concerning component separation/leakage with one 011-0j725-01 tp it arterial /blue line custom mtg. Kit. The initial agency report describes a (B)(6) incident as follows " ..the red luer lock tip does not fit into the tubing. Blood loss occurred.". Limited follow up information obtained reports at an unspecified time after placement the 011-0j725-01 "tubing came loose from the adaptor". The device was removed, replaced with no further issues encountered. There were no reported patient injuries, no change(s) in clinical status and or adverse outcomes.